Manufacturer narrative:
(B)(4). . G2: report source australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported patient underwent hip revision approximately 2 years and 10 months post implantation due to bone fractured after fall. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4): this follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Based on the available information, the reported event cannot be confirmed. It is reported that the patient fractured after fall. For this reason, it is highly likely that the bone fracture resulted from the fall. No further details, such as medical records or x-rays were submitted. No corrective, preventive or field action was taken following the investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.